Manufacturer narrative:
A visual assessment of the returned phaco handpiece found no visual nonconformity. However, when assessing the phaco handpiece under a microscope, multiple small nicks where observed inside the nosecone where the phaco tip is attached. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the phaco handpiece to meet product specifications. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. Although the existence of foreign material and metal particulates could be confirmed, the origin of the material and particulates remains unknown. It should be known that handpieces are inspected during manufacturing for metal particulates. The inspection approach taken follows a statistically valid continuous sampling plan. There were no nonconformities observed during manufacturing of this phaco handpiece. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an ophthalmic surgical procedure there were eight patients that experienced toxic anterior segment syndrome (tass). Some of these patients required treatment. The staff has noticed that the inside lumen of the phacoemulsification handpiece has brown spots in it. Additional information has been requested. This report represents an unknown number of patients that were not treated.